Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using the pump supplies for 4 days. Clinical support informed the customer that using the pump supplies for 4 days is off label per the tandem user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 257-298 mg/dl. Customer resumed insulin therapy on the pump and has manual insulin injections if needed.